Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by 56 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent; however, the stent did not fully expand. It was noted that the stent cover appeared shrunken and this seemed to be preventing the stent from expanding. No issues were noted with the shaft of the device. No other issues were noted with the device. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 5 inches malignant lesion in the middle third of the distal esophagus. Reportedly, the patient's anatomy was not tortuous and it was not dilated prior to stent placement. During the procedure, the physician attempted to release the stent, approximately one third of the stent was deployed when the deployment suture could not be released further. The device was removed from the patient partially deployed without issues. The procedure was completed with another ultraflex esophageal proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 5 inches malignant lesion in the middle third of the distal esophagus. Reportedly, the patient's anatomy was not tortuous and it was not dilated prior to stent placement. During the procedure, the physician attempted to release the stent, approximately one third of the stent was deployed when the deployment suture could not be released further. The device was removed from the patient partially deployed without issues. The procedure was completed with another ultraflex esophageal proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 5 inches malignant lesion in the middle third of the distal esophagus. Reportedly, the patient¿s anatomy was not tortuous and it was not dilated prior to stent placement. During the procedure, the physician attempted to release the stent, approximately one third of the stent was deployed when the deployment suture could not be released further. The device was removed from the patient partially deployed without issues. The procedure was completed with another ultraflex esophageal proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.